Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested, but not yet received.

Event description:
It was reported to philips that the device "could not deliver energy". The patient involved died.

Event description:
It was reported that the device "could not deliver energy" while attempting cardiopulmonary resuscitation. It was reported that 10 defibrillation attempts were made, and that the effects of several defibrillation attempts "were not obvious." The involved patient was critically ill and had multiple medical problems including brain stem hemorrhage, respiratory failure and gi hemorrhage who had undergone previous resuscitations. The involved patient died. The charge nurse stated that for this patient with multiple medical problems the device behavior did not cause or contribute to the event.